Manufacturer narrative:
The customer sent 2 samples from the patient to the manufacturer for testing. The elecsys toxo igg test for both samples was reactive. In a toxo neutralization assay both samples were neurtralizable. The recomline blot toxo igg assay was reactive for both samples. The elecsys toxo igg avidity test showed both samples to contain high avidity antibodies to toxo igg. Both samples were non-reactive for the elecsys toxo igm assay. Based on the available data, a general reagent issue could be excluded. This testing is indicative of an old toxoplasma infection. The investigation did not identify a product problem.

Manufacturer narrative:
The country of origin is (B)(6). The samples were requested for investigation.

Event description:
The initial reporter received questionable elecsys toxo igg immunoassay results from the cobas 6000 e 601 module serial number (B)(4). Four consecutive samples between (B)(6) 2019 were determined reactive with the elecsys toxo igg assay with results around 45/49 iu/ml and toxo igm non-reactive results. It was noted that past results for this patient obtained with another method were negative for toxo igg. The sample from september ((B)(6) 2019) was sent to a second laboratory to be run ((B)(6) 2019) with another method and western blot and the results are as follows: diasorin liaison toxo igg: 3.98 iu/ml ->non-reactive; toxo igm: <3.0 index ->non-reactive. Western blot: negative (p30 weak band; p31, p33, p40 and p45 absent). The result of 45 ui/ml was reported outside the laboratory and not believed to be correct.